Manufacturer narrative:
Device passed displacement test. Device was received with minor scratched lcd window, cracked select button keypad overlay and cracked case along the side of the battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had damage. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. The customer stated that the insulin pump had severe scratches on the screen and unable to see screen. The device will be returned for analysis.